Manufacturer narrative:
Device passed displacement test. Adjusted the audio options audio volume 1-5 and verified audio tone adjust accordingly. However, pump error 63 alarm was confirmed in device history file due to broken trace at keypad assembly. No pump error 65 or device test failed noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed errors at the time of self test. The customer¿s blood glucose level was 33 mmol/l. The blood glucose level went down up to 15 mmol/l by using insulin pen. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump passed displacement test but failed self test. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.